Event description:
A female pt presented with small iliacs (7mm measurement on CT), highly tortuous and severely calcified aorta with an 85 degree neck angle. While attempting to advance delivery system, the catheter became jammed in the pt's iliac. Physician had to convert to open repair. Pt is doing well.

Manufacturer narrative:
Review of lot records revealed no issues.